Manufacturer narrative:
Baxter medical director assessment: october 12, 2007: there are a few case reports in the literature suggesting that icodextrin 7.5% (i.e. Extraneal) itself may rarely cause a hypersensitivity reaction accompanied by sterile peritonitis. Similar, in the MDR record of adept (icodextrin 4%) there are a few reports of sterile peritonitis without a clear etiology. Based on the existent clinical information this case fulfills the literature definition (cdc/us) of a sterile peritonitis case is defined as any pt with (needs also confirmation): culture-negative peritoneal fluid with a white blood cell count >100/mm3, cloudy peritoneal fluid, and/or abdominal pain. The literature suggests (mangram aj, archbold lk, hubert m, et al.: outbreak of sterile peritonitis among continuous cycling peritoneal dialysis pts. Kidney int. 1998 oct; 54 (4):1367-71). That apart from surgical causes, sterile peritonitis may be also caused by intrinsic pds contamination with endotoxin, and that pre-sterilization colony counts may be an important quality control indicator for pd fluids in conjunction with endotoxin levels. It is also known that specific batches of the icodextrin capd fluids contain a macrophage chemotactic agent, which causes a sustained inflammatory state in the peritoneal cavity. (Glorieux g, lameire n, van biesen w, et al.: specific characteristics of peritoneal leukocyte populations during sterile peritonitis associated with icodextrin capd fluids. Nephrol dial transplant. 2003 aug;18(8):1648-53). In other words, a causal relationship between the sterile peritonitis and the use of adept in this case cannot be ruled out, based on the available clinical data. Further investigation of the lot number is required. Recent similar cases have not been reported. Md, biosurgery four days later. Additional information does not change the medical assessment.

Event description:
Pt had a gynecological operation and adept was used. After the operation, pt developed peritonitis, where the cause remained unclear. Additional information (in 2007): lot number: dr confirmed that the batch number is unfortunately not available from the hospital. Surgery: laparoscopy was performed one month earlier, to find out the reason for pts abdominal pain. During operation, sacrouterine ligaments behind the uterus were cut off. Technically operation went well and no problems with adept. Further detail: pt had been feeling unwell on 21.9 at night, crp was over 100, IV antibiotic was started. On second day after operation, crp was 430 and peritonitis was diagnosed 22.9. Laparoscopy showed liquid in peritoneum (yellowish), which did not have any bacterial growth. Pt had received 3 doses of zinacef 1,5g i.v. By this point. No reasons for peritonitis was found (no pneumonia , no free air in peritoneum, uterine tract intact, no damage to bowels or anything else abnormal) chlamydia negative, test done after second laparoscopy. Peritoneum was cleaned and strong IV antibiotics for several days started. Patient is being followed up and currently her crp is still 70, bowel and urine functions normal, stomach is soft. No clear reason for peritonitis so far.